Manufacturer narrative:
The account enabled the nurse call system to resolve the issue.

Event description:
The account alleged the bed will not send a nurse call when nurse call function key is pressed. No pt impact.